Event description:
It was reported that a patient with an implantable cardioverter defibrillator received in-appropriate therapy for non-ventricular rhythm. It was resolved by adjusting the medication. Patient condition was fine.